Event description:
A ventilator was returned to a third-party service center for preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at third-party service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue. Additionally, the handle, rear enclosure and filter duct were also replaced, which was not related to the issue.

Manufacturer narrative:
H3 other text : third party service center.